Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Incorrect cartridge. The analysis results showed that one ec60a device was returned with the closing trigger and anvil in closed position. A reload was noted to be loaded in the device. After further evaluation, the device could not be open; the knife direction arrow was pointing in reverse. The CT scan revealed that the knife was buckled and the device was loaded with a 45mm cartridge loaded in a 60mm device. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. When attempting to fire a 45mm reload on a 60mm device the device will lock out. The physical evidence found is consistent with attempting to overpower a locked device, resulting in the knife buckling and jamming not being able to return the mechanism to the home position consequentially not being able to open the device.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
Additional information received: the surgeon removed the stapler from the hepatic vein during open surgery. Subsequently, the stapler was fired 3 more times and the results were satisfactory. The patient is in a satisfactory condition.

Event description:
It was reported that during a liver resection procedure, the stapler locked on the hepatic vein upon firing. The stapler could not be removed, so the patient had to be opened (from laparoscopic to open surgery). It was the fourth firing, the subsequent three fired ok. The surgeon reported that the fourth firing was more difficult to close the device on the tissue. And upon firing the device, they heard a noise and sounded like the stapler had broken. The patient is fine.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.